Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery.

Event description:
This was reported based on literature review. A 58-year-old male presented with right lower limb weakness and numbness, and imaging revealed infarction in the cortex and subcortical areas of the left frontal and parietal lobes. The occlusion was located in the left internal carotid artery (ica) at the c1¿cavernous segment. The patient underwent staged endovascular treatment, with the first-stage balloon angioplasty performed 30 days after imaging-confirmed occlusion. A type c iatrogenic dissection was observed during the first stage. Which were noted to be caused by the use of an abbott wire. After a 152-day interval, the second-stage procedure involved stenting with a protégé 10¿7×40 mm stent. Abbott devices used in this case included the hi-torque pilot-50, command, and command es guidewires, which were critical for navigating the occlusion and achieving successful recanalization. At 23-month follow-up, the ica remained patent with no adverse events, and the patient had a modified rankin scale (mrs) score of 0. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.